Event description:
Freestyle libre 3 stopped after 7 days and 5 days respectively. Sugars indicated below 80 prior to shutdown. This is the second time cgms (continuous glucose monitors) are shutting down after few days of use. Co-pays are high for this product. Pt: 4582. Device: 2588, 3004, 4019. Ref: mw5190439. This report captures freestyle libre 3 plus #1.